Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This supplemental record is being submitted to add to (b5) summary: (b5) - summary.

Event description:
It was reported that a patient with this neurostimulator had a revision. The patient was having their r15 battery removed and wanted to have it replaced with an f15. The patient was implanted with an r20 instead of an f15 and wanted to speak with the physician. The physician is to contact the patient to discuss. There were no patient complications. It was further reported that the patient was disappointed initially about not getting the implant battery they expected, however the physician said they were actually ok with it later. The patient's symptoms are not as good as they had hoped, and the representative will follow up with the patient to see if they can assist further with their settings. At this time there is no plan for a revision.

Manufacturer narrative:
Additional product code: qon.

Event description:
It was reported that a patient with this neurostimulator had a revision. The patient was having their r15 battery removed and wanted to have it replaced with an f15. The patient was implanted with an r20 instead of an f15 and wanted to speak with the physician. The physician is to contact the patient to discuss. There were no patient complications.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: it was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of revision surgery (including user dissatisfaction) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient with this neurostimulator had a revision. The patient was having their r15 battery removed and wanted to have it replaced with an f15. The patient was implanted with an r20 instead of an f15 and wanted to speak with the physician. The physician is to contact the patient to discuss. There were no patient complications. It was further reported that the patient was disappointed initially about not getting the implant battery they expected, however the physician said they were actually ok with it later. The patient's symptoms are not as good as they had hoped, and the representative will follow up with the patient to see if they can assist further with their settings. At this time there is no plan for a revision.